Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the anchor did not deploy. Per complaint reporter there was no harm for patient, operator or third party. The anchor remained inside the patient. The device was secured with the ligament staple ar-1006. It was not necessary to do a second surgery.